Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted nissen revision surgical procedure, a sureform 60 reload had unformed staples. The user completed the procedure and no known impact or patient consequence was reported.